Event description:
During an atrial fibrillation ablation, a farawave was selected for use. During procedure, when it was attempted to cannulate the right inferior pulmonary vein, it was tried to manipulate the guidewire and had trouble doing so. Pushed and pulled gently and couldn't get the wire to move at all. Pulled a little harder and the guidewire started to unravel in the patient. Immediately stopped and removed device from patient and tissue was present on the guidewire. The catheter and guidewire were replaced, and the procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.